Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiogram (tee) imaging, and a 31 watchman flx closure device was implanted. The patient was placed on eliquis oral anticoagulant (oac) regimen. At the 45-day routine follow-up, computed tomography (CT) imaging revealed a device related thrombus (drt) covering the top of the closure device. The closure device remained completely sealing the laa. The patient reported stopping eliquis two (2) weeks after the index procedure and not following post procedure instructions. The physicians resumed the oac regimen in response to the drt.

Manufacturer narrative:
Medical media was provided to aid in the investigation and was reviewed by a bsc quality engineer. The media provided did not appear to depict any device or user related allegations and resulted in no questions requiring further investigation. H6: code updated from cmc-no problem detected to known inherent risk of device

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiogram (tee) imaging, and a 31 watchman flx closure device was implanted. The patient was placed on eliquis oral anticoagulant (oac) regimen. At the 45-day routine follow-up, computed tomography (CT) imaging revealed a device related thrombus (drt) covering the top of the closure device. The closure device remained completely sealing the laa. The patient reported stopping eliquis two (2) weeks after the index procedure and not following post procedure instructions. The physicians resumed the oac regimen in response to the drt.